Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed that the console was not connecting to the tower and replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and the issue was confirmed by its replication. The ccc was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on, where the ssc alone remained off. The power switch on the console was pressed, where the power button momentarily flashed blue, before returning to amber. The ccc was taken to a programing station and attempted to power on standalone. While amperage was being drawn, no voltage was being drawn indicating a short. The j19 power connector was probed where it was seen to be shorting. The line was attempted to be followed and probed, but the p12v connector is used in a large number of different components, it could not be followed easily. The tegra module, ram, and storage were all removed, where the short remained. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the console led was not blue and there were no lights on the fiber port. Multiple system power cycles and swapping out the blue optical cable did not resolve the issue. The technical support engineer (tse) advised powering off the system and checking that amber lights were present on all power buttons, and noted that the dual console was still trying to turn on with a flashing blue light. The tse instructed to breaker the console and disconnect the blue optical cable, then start up the system without the dual console connected. The system powered on without errors, but the dual console remained stuck in a boot loop when operated in standalone mode. There was no report of patient involvement.